Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination in several channels, even after several times of manual cleaning and disinfection. The user noted they were unable to find a cause in handling or on machines. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there was no detection of contamination. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024. Cfu/bacterial identification:10cfu_bacteria or fungi, 10cfu_pseudomonas aeruginosa, 70cfu_enterococcus faecalis. Sampling date: on (B)(6) 2023. Sampling from: biopsy channel. Cfu/bacterial identification: 75cfu_bacteria or fungi, 75cfu_pseudomonas aeruginosa. The results of third-party culture tests provided by olympus are listed below: sampling date: on (B)(6) 2024. Sampling from: distal end. Cfu: n. D. Bacterial identification: n/a . Sampling from: biopsy channel, suction channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from:a/w channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water channel. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.